Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patient needs to charge the battery more often. The patient underwent a battery replacement procedure. Additional information received that the patient was doing well post operatively. The explanted device was not released by the facility.

Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patient needs to charge the battery more often. The patient underwent a battery replacement procedure.